Manufacturer narrative:
The insulin pump was unable to prime during prime test due to slightly loose drive support disk. No compromised force sensor system alarm was noted during testing. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched display window.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture prior to the compromised force sensor system alarm. The customer stated that they were unable to exit priming. The customer stated that no numbers appeared on screen and no beeps were heard. The insulin pump will be returned for analysis.